Event description:
It was reported that the right ventricular lead exhibited noise. All other electrical measurements were within range. The patient was asymptomatic. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 12.2 cm to 12.3 cm from connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.